Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up MFR report: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using swiftpac coil (swiftpac), a non-penumbra microcatheter, and a non-penumbra diagnostic catheter. During the procedure, the physician delivered microsphere particles in the target location. Next, the physician advanced the first swiftpac coil through the microcatheter but decided to retract the pusher assembly to reposition the swiftpac coil. While retracting the swiftpac coil, the physician experienced resistance and the swiftpac had unintentionally detached. It was reported the detached swiftpac coil was partially inside the microcatheter and partially in the vessel. Therefore, the physician removed the microcatheter and used a guidewire (.038) through the diagnostic catheter to push the detached swiftpac coil out from the common carotid artery into the external carotid artery. The procedure had ended at this point.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using swiftpac coil (swiftpac), a non-penumbra microcatheter, and a non-penumbra diagnostic catheter (5fr). During the procedure, the physician delivered microsphere particles in the target location. Next, the physician advanced the first swiftpac coil through the microcatheter but decided to retract the pusher assembly to reposition the swiftpac coil. While retracting the swiftpac coil, the physician experienced resistance and the swiftpac had unintentionally detached. It was reported the detached swiftpac coil was partially inside the microcatheter and partially in the vessel. Therefore, the physician removed the microcatheter and used a guidewire (.038) through the diagnostic catheter to push the detached swiftpac coil out from the common carotid artery into the external carotid artery. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.